Event description:
I came in this morning, turned on the monitor. Monitor periodically alarming that spo2 level low when not connected to a pt. Clinical engineering called, who came to assess the monitor, monitor continuing to alarm at periodic times.